Event description:
It was reported that this right ventricular (rv) lead exhibited low out of range pacing impedance and low amplitudes. It was noted that the impedance has been trending downward. An x-ray was performed and ruled out a dislodgment. Technical services (ts) provided insight on possible resolutions. The lead remains in use. No adverse patient effects were reported.